Manufacturer narrative:
Product complaint # (B)(4). Batch # r59u81 device evaluation summary: the analysis results found that the cdh25a device arrived in the juarez pi lab with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon arrival in cincinnati pi lab the device was twice reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r59u81. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. Additional information received: the washer was not cut, and the stapling were unformed like shaping u. There was oozing from the anastomosis, so the surgeon used the replacement and anastomosed again. At that time, the surgeon checked the hemostasis. There was no problem with the patient. The following is the surgeon¿s comment. A few surgeons checked the indicator before firing, so it was difficult to mistake of using the device.

Event description:
It was reported that during an open total gastrectomy, there was no feedback and no sound of breaking the washer at the firing. It was found that the staples were wholly loosely formed after the device was removed, and leakage was observed at a leak test. The donut of the anvil side was created properly. But, the staples on the donut of the trocar side were loosely formed, and oozing occurred there. The amount of the oozing was unknown, and no blood transfusion was required. The indicator was within the green range. The device was fired 20 or 30 degrees since the anastomosis was performed between esophagus and the jejunum. Another device (cdh21a) was used to complete the case. There were no adverse consequences to the patient.